Manufacturer narrative:
The manufacturer previously reported a ventilator that reported an internal battery error code in the device error log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log that stated internal li-ion battery permanent failure. The device's battery was replaced to resolve the issue. The inlet air path assembly and removable air path foam were also replaced per remediation. The device passed all final testing.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
A ventilator reported an internal battery error code in the device error log. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.